Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a bowel procedure, the stapler did not cut and the staples did not seat properly. This occurred on the very first firing. The device was closed in proper fashion. Another device was used to complete the case. There was no adverse consequence to the patient.

Event description:
The scs system consisting of an ipg, percutaneous lead, and lead extension was implanted in the pt on (B)(6) 2009. It was reported that the pt lost stimulation and an x-ray showed that the lead extension had pulled out of the ipg header. The extension was reinserted into the ipg on (B)(6) 2009. One week later, the pt reportedly lost stimulation again. The extension had broken off into the ipg header, so the physician explanted and replaced the extension on (B)(6) 2009. The explanted extension was returned to ans for analysis. Follow-up on the pt found him to be receiving good stimulation again.

Manufacturer narrative:
(B)(4). (B)(4). Washer uncut the analysis results found that the device arrived in good visual condition, without staples present and with the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that if the indicator is not fully within the green range of the gap setting scale or if the firing handle is not firmly squeezed using steady pressure until the firing handle is fully parallel to the instrument handle, staples could be deployed without completely forming and without cutting the washer. For more information, please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device, open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90 degrees in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information if needed. A batch record review was performed and no anomalies were found during the manufacturing process.